Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened soft tip cannula was received for the report of needle shot out. The returned sample was visually inspected and was found to nonconforming with the cannula of the needle slightly bent and the soft tip completely separated from the cannula. Adhesive was present on the soft tip. A functional thread check with a new syringe was performed and was found to be conforming. A functional luer taper test was then performed and was found to be conforming. A functional occlusion test could not be performed due to the bent condition and soft tip separated. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was received opened and the evaluation showed that the product appears to have been used. The cannula hub was found to be functionally conforming, however the cannula was found to be bent. A bent cannula can cause the tip to become detached if it is not securely tightened to the syringe luer connection. How and when the cannula became bent cannot be determined from this evaluation; therefore, a root cause for the report of cannula became detached during use cannot be determined for the complaint as described by the customer. The evaluation of the returned sample also confirmed the entire soft tip was separated from the cannula. The evaluation identified adhesive on the outer diameter of the soft tip, therefore; how and when the soft tip of the cannula became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of needle shot out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the cannula shot off. There was no patient harm.